Event description:
Medwatch report date 8/19/98 indicated that a pt was diagnosed with a left ureteropelvic junction obstruction. On 6/22/98, dr performed a cystoscopy, retrograde, pyelogram, retrograde acucise endopyelotomy and 7 by 28 french ureteral stent placement. Subsequent to the procedures, the pt experienced discomfort. On follow-up intravenous pyelogram, pt was noted to have a fragment in left renal pelvis. A CT scan was also done to confirm the finding. On 8/11/98, pt was scheduled for a ureteroscopy and percutaneous nephrostomy with removal of foreign body. Foreign body was identified as a latex cone shaped tip which covers the distal lumen of the acucise reduced profile catheter. Tests performed on the pt included an intravenous pyelogram on 7/25/98 and CT scan on 8/7/98. The product is expected to be returned to amr for evaluation according to the initial user facility report.